Manufacturer narrative:
Device remains implanted in the pt. Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions: unable to determine the cause. Also implanted, but not associated with this event was gore excluder aaa endoprosthesis contralateral leg component (pxc141200/lot #03850040).

Event description:
In 2005, the pt was treated for an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis. There was a persistent proximal type I endoleak that lasted greater than 30 days (date of onset is unknown). A re-intervention took place (date unknown) in an attempt to resolve the endoleak. Two 14 mm balloons were used to re-balloon the proximal end of the endoprosthesis but the leak did not resolve. A follow-up computed tomography scan taken 34 days later revealed the proximal type I endoleak was still evident. The pt is asymptomatic and being monitored by the physician.